Event description:
Hcp reported the patient was on morphine more than one year and suddenly was overdosed. The patient was hospitalized. The patient "suddenly became very sensitive to the same medication to a point that she was overdosed with the same dose of morphine (13.75 mg/day)". Per hcp, she did not need this amount to control her pain. The patient experienced symptoms of dizziness, drowsiness, being non-responsive and sleepy. Per hcp, in (B)(6), 2010, dose adjustments were made; the dose was slowly decreased to 3.75 mg/day she was comfortable, pain free and alert. The patient responded well. Per hcp, from (B)(6) 2010 till now, in these two years, the pump was slowly increased to cover her pain and is currently on 12.0 mg/day. The patient was 100% recovered and doing well. The pump was delivering morphine.

Event description:
It was reported that sometime in (B)(6) 2011 there was an error with the dosage in patient's pump and that she received too much medication. Drug delivered via the device was morphine. It was further added that the lab had "mixed it stronger than it was supposed to be". It was not confirmed if morphine was the current medication in the pump. As of the date of this report the pump was working well and that patient could walk now. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2003 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).